Manufacturer narrative:
Ge healthcare recommended replacement of the display central processing unit. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was replaced. There was no reported patient injury.